Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B5 updated.

Event description:
Additional information has been provided upon request: "1.: they changed the purge solution to tissue plasminogen activator (t-pa). After that the purge flow and -pressure were in range again. There were no other interventions necessary. 2.: unfortunately the pump is not available for investigation. Against our communication they threw it away. 3.: there are no further details about this case."

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The medical doctor reported that the purge flow temporarily dropped below 1 ml/h and the purge pressure is at 1040 mmhg. No kinks are visible in the tubing. The doctor requests a lysis protocol. The lysis protocol was sent, and the doctor switched to tissue plasminogen activator. The purge pressure was now in range. The patient was in stable condition.

Manufacturer narrative:
The pump and purge cassette was returned. High purge pressure: clinical details noted that a temporary drop in purge flow with increase in purge pressure. No visible kinks in purge line. Tpa was administered and later the same day, purge values returned to normal range. Pump ran without issue for an additional 6 days. Returned product was visually inspected and biomaterial was present on impeller blade with but purge gap was clear. Pump was connected to console and purged for approximately 10 minutes without "high purge pressure" alarm. Pump was attempted to be started with immediate pump stop occurring. Pump was continued to purged without high purge pressure alarms for 5 more minutes. No data logs were returned for analysis. The cause of the high purge pressure could not be determined as issue was unable to be reproduced with returned product and no logs were returned for analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.